Event description:
It was reported that on two separate occasions, patients began having episodes of vtach shortly after the insertion of the PICC and confirmation of maximum p wave. When an x-ray was completed, the tip of the PICC was in the atrium and needed to be pulled back 5cm for one patient and 3cm for another. The chest plate sensor was changed out in between these patients which again, the same result. It was reported this occurred with two patients. This report addresses the second patient with the PICC pulled back 3cm.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : no device returned for evaluation.